Manufacturer narrative:
Added section b1. Added g3/g4 and h1. H6: conclusion code 1: 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur include, but are not limited to vascular trauma.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional device: tgmr373720j, serial number: (B)(4), UDI: (B)(4) as it is not known which device if either was associated with the dissection, both are being investigated. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur include, but are not limited to vascular trauma.

Event description:
The following information was reported to gore: on an unknown date, the patient's ascending aorta was replaced with an artificial blood vessel. On (B)(6) 2020, the patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system (ctag ac) for a pseudoaneurysm in an anastomotic site and of a thoracic aortic aneurysm. It was reported the patient¿s descending aorta had significant tortuosity. A gore® dryseal flex introducer sheath (dsf2233) was used for access in the procedure. It was reported that since the working length of dsf2233 was 33cm, the delivery catheters were advanced outside of the sheath when the devices passed through the tortuous part of the descending thoracic aorta. Two ctag devices were deployed successfully. The patient tolerated the procedure. On (B)(6) 2020, computer tomography imaging revealed a localized dissection in the tortuous part of the thoracic aorta. The intraoperative image was evaluated again, and it was reported that the localized dissection was present in final angiography. The physician is monitoring the patient. The physician stated as follows: at the shooting angle of the final angiography (lao 60 °), the dissection was hidden behind the aorta. However, when the image was evaluated again, it was certainly dissected at the time of the final angiography. It is unknown when the dissection occurred, but it was possible that the dissection occurred when ctag ac was advanced.